Manufacturer narrative:
(See scanned page).

Event description:
It was reported that the patient's stimulator "moves all over." Ths device was implanted in her chest and has moved to her armpit. The wires are pulling and burning. The patient reportedly remains at home in fair condition. The device is turned off. The patient is currently seeking a new physician. See also MFR report # 3004209178200805833. Additional info has been requested, but was not available on the date of this report.